Event description:
It was reported that during surgery, it was discovered that there were no measuring marks at the proximal part of the stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.